Manufacturer narrative:
Pmt corporation was notified of this maude through current litigation. The torque driver was not returned to pmt for inspection/investigation. No other products used on the patient were returned to pmt for inspection/investigation. The user does not have information on the specific torque driver used on this patient.

Event description:
A maude report was provided to pmt corporation. The event was reported on the maude report as follows: a male patient was fitted with a pmt halo system in (B)(6) 2009. A pmt torque driver was used to tighten the skull pins. Based on information received, one of the skull pins was driven too far through the skull and intervention had to be taken.